Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the wire could not be removed. The rotapro and the wire were removed together and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotapro and a rotawire were selected for use. During the procedure, it was noted that the wire could not be removed. The rotapro and the wire were removed together and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed with no resistance or issues, and there were no damages identified to the returned device that would be evident of a stuck rotawire. No other issues were identified during the product analysis.